Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, infection, urinary problems and dyspareunia. The mesh was revised on (B)(6) 2012, due to "problems with the mesh." Furthermore, it was also reported that the plaintiff died. The cause of death was not reported.